Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome was returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. (B)(4).

Event description:
The lead was returned to the manufacturer with no information, was analyzed, and tested out of specification. Further review of the manufacturer's database indicated the patient is deceased and died approximately five years post implant. The lead was returned to the manufacturer approximately sixteen years after the patient's death.